Manufacturer narrative:
The incident will be investigated from the log files.

Event description:
We were informed that an unit encountered issues during priming of a posterior procedure. The vitrectome was not working properly (i.e. Cutting function was not working). The surgery was completed with another device, but as a result of this incident the surgery was delayed by >30 minutes. No injury did occur.

Manufacturer narrative:
With regards to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed that one of the cutter valves failed and did not close or open. Though the eva system will pass the priming phase, the cutter will not be activated, because the valve is stuck in the closed position. Logfile review confirmed that the vitrectome was not activated during the surgery. A DHR review did not reveal any anomalies and the product was released according to its release specifications. Also a historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this reported event. Based on the information available, it was determined that this event occurred due to a random component failure of the a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We were informed that an unit encountered issues during priming of a posterior procedure. The vitrectome was not working properly (i.e. Cutting function was not working). The surgery was completed with another device, but as a result of this incident the surgery was delayed by >30 minutes. No injury did occur.